Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered four red alerts due to high out-of-range shock impedance measurements as high as 152 ohms. It was noted that the shock impedance trends were characterized by a gradual increase in measurements, which suggests the cause was lead-related. A vector breakdown revealed the following shock impedance measurements: coil to coil = 188 ohms, coil to can = 176 ohms, triad = 152 ohms, right atrial (ra) coil to can = 116 ohms. Technical services (ts) recommended commanded shocks to determine shock lead impedance measurements with shock delivery. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered four red alerts due to high out-of-range shock impedance measurements as high as 152 ohms. It was noted that the shock impedance trends were characterized by a gradual increase in measurements, which suggests the cause was lead-related. A vector breakdown revealed the following shock impedance measurements: coil to coil = 188 ohms, coil to can = 176 ohms, triad = 152 ohms, right atrial (ra) coil to can = 116 ohms. Technical services (ts) recommended commanded shocks to determine shock lead impedance measurements with shock delivery. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the plan for this right ventricular (rv) defibrillation lead was to perform defibrillation threshold (dft) testing or commanded shocks. The physician later decided not to perform dfts/commanded shocks, and instead revise the lead. This rv lead was surgically abandoned, and replaced. In addition, the ICD was also explanted and replaced during this procedure after approximately 10 years of implant and no known allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.